Event description:
It was reported the deflectable videoscope was displaying a static snowy image. The issue occurred during preparation for use for an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it was observed that due to damage on light guide cover glass, water tightness was lost. It is likely that water and moisture may have intruded into the endoscope, causing the image sensor unit and the circuit board in the endoscope connector to be broken. As a result, it may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: labeling: the subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s300-10-3d operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.